Manufacturer narrative:
Findings: pump was received with escape and up arrow buttons unresponsive due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the buttons were not working properly on the insulin pump. Customer noted the issue while attempting to enter their carbohydrates. The customer's blood glucose was over 70 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.